Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a lead replacement procedure, the patient complained of pain during the insertion of the tendril lead into the superior vena cava. The physician removed the lead and injected contrast to confirm that a pneumothorax had occurred. The physician was unable to confirm whether the pneumothorax was caused by the lead. The patient's saturation index began to decreased and later expired. The physician believes the patient expired due to the pneumothorax.